Event description:
A customer reported that their AED failed to power on during a rescue event. A second AED was available on site and was used instead. The second AED analyzed the patient and did not advise a shock. The patient survived the event.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.